Event description:
The clinician reports the implant was placed (B)(6) 2019 in fdi 36. Details of surgery: no primary stability, implant surface not completely covered w/bone & immediate extraction site. On (B)(6) 2020, non-osseointegration was noticed. Patient presented with bone type iii, fair oral hygiene & bruxism. The device was sent to the manufacturer. At the event the patient experienced infection, peri-implantitis, pain, mobility, swelling & hypersensitivity. No further patient complications were reported.